Event description:
Received information from patient's mother stating her daughter has experienced persistent hyperglycemia and ketones. Patient has been using apidra insulin.

Manufacturer narrative:
Device has not been returned for evaluation. During phone trouble shooting, mother indicated she has seen tiny champagne bubbles in the tubing as well as an air bubble in the luer lock. Mother has been instructed of the importance of both removing air from the system as well as the contraindications of using apidra. Should new information become available a follow up MDR will be submitted. T: slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t: slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.